Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with android operating system version 14 . As a result, the customer was not alerted of changes in glucose level and was unresponsive due to hypoglycemia. The customer was unable to self-treat, requiring orange juice from a non healthcare professional for treatment. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The sensor state 5 with event logs 3 and 4 are an indication that the sensor terminated without any error. No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a new unused reader, and signal and sound icons were activated and there was no disruption in the ble (bluetooth low energy) connection between the devices. Upon connecting the reader to the pc, all ble packets were received and bluetooth count and rssi (received signal strength indicator) were present. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. The customer reported a signal loss with the freestyle librelink application. Attempted to replicate the reported issue using similar configuration of google pixel 6 pro (android 14, 2.11.2.11107). The reported issue was unable to be replicated and the system functioned as intended. There were no issue identified with the freestyle librelink app during replication that would have led to the reported issue. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.